Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that controller board short and produced burning smell caused by a faulty drawer controller. A field service engineer replaced the drawer controller board to resolve the issue. The system then operated as expected.

Event description:
It was reported by the customer that a pyxis medstation es system had black screen and producing burning smell. During device inspection, customer added that there is a burning smell and drawer controller board short out. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had black screen and producing burning smell. During device inspection, customer added that there is a burning smell and drawer controller board short out. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn 15991436 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 15991436 was performed from 24-oct-2022 to 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controller board shorted and produced burning smell caused by a faulty drawer controller and the issue was resolved by a field service engineer by replacing the drawer controller board. The system functioned as intended after troubleshooted by the field service engineer. The following fields have been updated with additional/corrected information: d5 operator of device. E3 initial reporter occupation. H6 investigation codes.